Event description:
It was reported that there was communication failure message. This error resulted in un-commanded shutdown. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ps1 power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.